Event description:
Thread frayed while suturing.======================manufacturer response for suture, adsorbable, vicryl (per site reporter).======================we sent pictures for their review. They will review and get back to us.